Manufacturer narrative:
A ge svc rep performed an onsite investigation and replaced the ups battery. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's ups battery needed to be replaced. No pt injury was reported.